Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 113-114 mg/dl. Customer resumes insulin with out changing pump supplies. Customer declined to troubleshoot with tandem technical support.